Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The device records 52 log entries between (B)(6) 2008 and (B)(6) 2015. The device failed multiple self-tests due to a low battery between (B)(6) 2010 and (B)(6) 2011. Manual power ups of ten minutes duration were recorded on the (B)(6) 2015. Investigation found the fault can be attributed to membrane failure. The ten minute time outs and excess current drain measured would confirm a failing membrane. The fault could not be replicated with a new membrane. A slight voltage fluctuation was observed over the pogo-pins however this had no impact on the reported fault and would not have affected the devices ability to deliver therapy as demonstrated during the investigation. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.